Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse the master tool manipulator (mtm) due to error 23030. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis the master tool manipulator (mtm) was returned for failure analysis, and the issue was confirmed in system logs but not replicated during testing on surgeon side console fixture test platform (sftp). Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a sftp where all relevant testing was passed within specification. Once testing was completed, the mtm2 was inspected, and no fault to be identified. The complaint was confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the user informed the technical support engineer (tse) that the system experienced multiple faults and they recovered the faults but then could not move the master tool manipulators (mtm). Tse instructed the user to reboot the system, after which the mtm motion was restored. Tse also determined the faults were associated with errors on the left mtm. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that they converted to laparoscopic surgery to continue with the procedure. The existing ports were not enlarged and no additional ports were placed. There were no patient injuries.